Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump alarmed the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. Customer's blood glucose value was 61 mg/dl at time of incident. Customer declined to troubleshoot for low readings. The product was returned for analysis.

Manufacturer narrative:
Unit passed displacement test and self test. Formatted history file confirmed pump error 15 and 4 due to software error line number = 213 file number = 30. Unit received with minor scratched lcd window, cracked retainer and scratched case.